Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), alopecia ("hair loss"), depressed mood ("depressive mood"), arthralgia ("joint pain"), fatigue ("fatigue") and rash ("intermittent rash"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal pain, pelvic discomfort, menstruation irregular, alopecia, depressed mood, arthralgia, fatigue and rash had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depressed mood, fatigue, menstruation irregular, pelvic discomfort, pelvic pain, perineal pain and rash to be related to essure. The reporter commented: plaintiff cope symptoms resolved only after removal of her essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: showed bilateral tubal occlusion. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worsening of pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), alopecia ("hair loss"), depressed mood ("depressive mood"), joint pain ("joint pain"), fatigue ("fatigue"), rash ("intermittent rash"), back pain ("lower back pain"), pain in hip ("hip pain"), hypoaesthesia ("numb legs and hand"), hyperhidrosis ("sweating"), migraine ("worsening of migraine/headache"), hypersensitivity ("hypersensitivity/allergy symptoms"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder symptoms"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal pain, pelvic discomfort, menstruation irregular, alopecia, depressed mood, joint pain, fatigue and rash had resolved and the back pain, pain in hip, hypoaesthesia, hyperhidrosis, migraine, hypersensitivity, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depressed mood, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, hypoaesthesia, joint pain, menstruation irregular, migraine, pelvic discomfort, pelvic pain, perineal pain, rash and pain in hip to be related to essure. The reporter commented: plaintiff cope symptoms resolved only after removal of her essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: showed bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/worseinig of pain') in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), alopecia ("hair loss"), depressed mood ("depressive mood"), joint pain ("joint pain"), fatigue ("fatigue"), rash ("intermittent rash"), back pain ("lower back pain"), pain in hip ("hip pain"), hypoaesthesia ("numb legs and hand"), hyperhidrosis ("sweating"), migraine ("worseinig of migraine/headche"), hypersensitivity ("hypersensitivity/allergy symptoms"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimune disorder symptoms"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal pain, pelvic discomfort, menstruation irregular, alopecia, depressed mood, joint pain, fatigue and rash had resolved and the back pain, pain in hip, hypoaesthesia, hyperhidrosis, migraine, hypersensitivity, genital haemorrhage and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depressed mood, fatigue, genital haemorrhage, hyperhidrosis, hypersensitivity, hypoaesthesia, joint pain, menstruation irregular, migraine, pelvic discomfort, pelvic pain, perineal pain, rash and pain in hip to be related to essure. The reporter commented: plaintiff cope symptoms resolved only after removal of her essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: showed bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events "abnormal bleeding, migraine, hypersensitivity and autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), alopecia ("hair loss"), depressed mood ("depressive mood"), arthralgia ("joint pain"), fatigue ("fatigue") and rash ("intermittent rash"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal pain, pelvic discomfort, menstruation irregular, alopecia, depressed mood, arthralgia, fatigue and rash had resolved. The reporter considered abdominal pain, alopecia, arthralgia, depressed mood, fatigue, menstruation irregular, pelvic discomfort, pelvic pain, perineal pain and rash to be related to essure. The reporter commented: plaintiff cope symptoms resolved only after removal of her essure device . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: showed bilateral tubal occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perineal pain ("perineal pain"), abdominal pain ("abdominal pain"), pelvic discomfort ("discomfort"), menstruation irregular ("irregular menstrual cycle"), alopecia ("hair loss"), depressed mood ("depressive mood"), joint pain ("joint pain"), fatigue ("fatigue"), rash ("intermittent rash"), back pain ("lower back pain"), pain in hip ("hip pain"), hypoaesthesia ("numb legs and hand") and hyperhidrosis ("sweating"). The patient was treated with surgery (underwent surgery to remove her fallopian tubes, essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, perineal pain, abdominal pain, pelvic discomfort, menstruation irregular, alopecia, depressed mood, joint pain, fatigue and rash had resolved and the back pain, pain in hip, hypoaesthesia and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depressed mood, fatigue, hyperhidrosis, hypoaesthesia, joint pain, menstruation irregular, pelvic discomfort, pelvic pain, perineal pain, rash and pain in hip to be related to essure. The reporter commented: plaintiff cope symptoms resolved only after removal of her essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: showed bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received, new events lower back pain, hip pain, numb legs and hand and sweating were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.